Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)

Event description:
Adverse event(s): "no harm to pt" (no consequences or impact to pt). Product problem(s): "machine needed resetting" (reset issue). A customer reported that during surgery, the machine needed resetting. During follow-up conversations with the customer, it was determined there was no problem with the actual system, the laptop has a counter which times out after a certain amount of time which requires a treatment code to be entered. The filed engineer was contacted and was able to provide the customer with the code. The surgery was completed. The customer indicated the pt's flap was cut on the right eye, but not lifted. The delay was over 3 hours, but the customer stated there was no affect on the pt's outcome. Additional info has been requested.